Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the stent to desired position while found out the removable stylet cannot be removed. User retracted the device along with endoscopy from patient and tried to pull the removable stylet again and failed. User changed another same device to complete the procedure. ((B)(4)). Information received on 26-oct confirming a ttso stent was used with 0.025 inch wire guide. This file is capturing user error of incorrect size wire guide used with the ttso- device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. What stent was used with the device? Ttso. What wire guide technique was used, was it the long or short wire guide technique? Olympus long wire guide. Please indicate where the device was stored prior to use. Device cabinet. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Long 450cm, diameter 0.025''. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Was the wire guide inspected for damage prior to use? No. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? With another same device to complete the procedure. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Bile duct. Was resistance encountered when advancing the wire guide to the target location? No. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Cook sbdc. Was resistance encountered when advancing the introduction system in place to the target location? No. Was resistance encountered when advancing the stent through the obstructed area? N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. No. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
1 x ttso-8.5-7 of lot number c1698175 involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is created from pr311404 and is also linked to pr317902 (MDR ref #3001845648-2021-00022) to capture user error for replacement introducer oa-8.5 prior to distribution ttso-8.5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl.   A review of the manufacturing records for ttso-8.5-7 of lot number c1698175 did not reveal any discrepancies that could have contributed to this complaint issue.   The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1698175.   It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿. It is to be noted that this device was placed successfully but the wire guide size detailed on the label of the device is 0.035¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence and it was placed successfully in the patient. Complaints of this nature will continue to be monitored for potential emerging trends

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional information receieved 22-dec-2020 confirming the product rpn and lot number of the device related to this complaint, this supplement report is being submitted to update the product information within section d.